Event description:
The complainant reported that when replacing the purge cassette, the automated impella controller (aic) screen displayed "purge not detected" along with the "procedure not completed alarm.¿ the purge air removal procedure was completed, but the problem did not improve. The aic was exchanged, and a new purge cassette was used. Priming was performed, and the pump was connected to the new aic and operated normally. There was no patient harm.

Manufacturer narrative:
The impella console and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. Data analysis: cp pump was connected to the console on 4/14. On 4/18, the user performs a cassette change from the new purge cassette can be seen inserted multiple times along with the purge cassette but the console does not continue through the purge wizard. Eventually this triggers consecutive log entries of "(B)(6) 2025 12:12:29 imcgui: updateguipurgechange: pc_display_purge_fluid_detect_error 5" then "(B)(6) 2025 12:12:34 imcgui: processpurgechangeerrorfluidnotdetectedoksoftkey: ok soft key: 4024". The user continues to get fluid not detected entries and was unable to complete the procedure on this console. The real time (rt) logs for this period confirm that during this period of purge fluid not detected, the purge flow ticks are fast primed 7 times but the purge flow is 0ml/hr and purge pressure is 0 mmhg. Device analysis: the failure mode was not reproduced during testing. The purge unit was taken apart and examined, but there was nothing that would have prevented pressure and flow (motor1 and motor2). Root cause: there was no purge disc/flag issue found during the case. The cause of the purge issues could not be determined because the failure mode was not reproduced.